Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by yellowish output. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm and ongoing) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.